Event description:
It was reported that post-op a gastric sleeve procedure that two patients presented with staple line break down. One patient was five weeks post-op and the second patient was two weeks post-op. Repair of the staple line break down was not provided to the sales rep. Patients current status was not provided.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Where was the leak? What color cartridge was used? Where along the staple the issue occurred? Does the surgeon believe that there was any alleged deficiency with the device? Was buttress used in the procedure? Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.